Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown breast implants which the unknown side has issue with capsular contracture, unknown baker grade after implantation. Is unknown if the issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that unintentionally made errors in manufacturer report number:1645337-2020-05944 and 1645337-2020-05944 and corrections are in this report are as follow: per clinician review of coding it was decided to remove patient code hematoma. Date of explantation updated to (B)(6) 2013, and associated products fields were updated from l) (B)(4), r) (B)(4), to blank to match the information for the current complaint, and medical device tracking. The suspect device identified as unknown gel, and procedure identified as unknown breast reconstruction surgery. Note: the patient mentions multiple instances of recurrent right-sided capsular contracture with mentor devices but did not provide a specific number of events and as such, mentor decided to submit a single report. Should additional information become available, this case will be re-assessed, and information will be updated and reported accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 23th, 2020 indicates that the patient ethnicity is caucasian and age of patient at the time of event was 73 years old. Date of event was on (B)(6) 2019. Patient has capsular contracture baker grade iii, and rupture on the right side, and left breast had issue with ptosis grade ii. Operative report also showed hematoma on the right side. As a result, patient underwent bilateral removal and replacements as follow: right replaced with cat#:3505504bc, sn#:(B)(4), and left replaced with cat#:3505504bc, sn#: (B)(4) plus capsulectomy on the right side on (B)(6) 2020. Ultrasound report confirmed right implant rupture on (B)(6) 2020. This report is for the right side. Manufacturer¿s reference number: (B)(4).